Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right side deflation." Device remains implanted

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease flat, white particles inner device, opening linear on posterior and opening on anterior. Leak test and microscopic analysis was performed which identified: striated opening on posterior, opening crack on valve seat diaphragm valve and delamination of the plug strap disk shell. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage. A cracked valve seat diaphragm valve. A delamination partial of the plug strap disk shell (adhesive failure).

Event description:
Healthcare professional reported "right side deflation." Device has been explanted.

Event description:
Healthcare professional reported the device has been explanted.